Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: one event was reported for this quarter. Product return status: one device was received. Additional information: one device was not labeled for single-use. One device was not reprocessed or reused.

Event description:
This report summarizes one malfunction event in which the device was reportedly leaking. One event had no patient involvement; no patient impact.